Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon evaluation, it was noted that the blue suture loop inside the sheath was cut/broken, making it unable to be converted. The suture tail is missing from the device. The inserter has no issues. Functional testing was not performed due to the damage to the device. The most likely cause of this condition is user error.

Event description:
It was reported that during an arthroscopy surgery the implant didn't work, didn't puff up properly and lacked stability. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.